Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. All available information indicates that the rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. Pocket manipulations and isometrics were performed and no noise could be created. Pacing threshold measurements had also increased from 1.9 v to 4.0 v. The patient also reported pain from the pocket area and that it felt like something was protruding. An x-ray was taken which appeared to show proper connection of the device and leads and noted no anomalies. It was suspected that the pocket pain the patient was experiencing was from a suture. A procedure to evaluate the suture planned to take place. To date, there have been no adverse patient effects reported. Subsequent information received that this ICD and rv lead system continue to exhibit high pacing impedance measurement greater than 2,000 ohms. The patient was seen in the clinic and does not want any intervention at this time. The system remains in service. No adverse patient effects were reported.